Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a burning rubber smell coming from the communicator was observed by the patient's wife. The communicator will not power on. A boston scientific company representative advised rebooting the communicator. The communicator does not boot up. There was no light on the alternating current (ac) poser block. The company representative advised replacing the communicator. No adverse patient effects were reported. The product is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product investigation indicates that the communicator allegation was confirmed. A resistance measurement was taken from the returned communicator and showed an output voltage that was out of specifications. The communicator behavior was consistent with a high-power electrical overstress event. There was no measurable evidence of electrical overstress in the communicator modem circuitry. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a burning rubber smell coming from the communicator was observed by the patient wife. The communicator will not power on. A boston scientific company representative advised rebooting the communicator. The communicator does not boot up. There was no light on the alternating current (ac) poser block. The company representative advised replacing the communicator. No adverse patient effects were reported. The product is no longer in service.